Manufacturer narrative:
Product complaint #(B)(4). Additional information provided: dr. (B)(6) has used our blake drains for 3 years and has used around 100 drains. He does not want to use the reported drain until we gather info on the one that was sent back. He will be asking the or to send back any unopened boxes so that our complaints department can take a look at them. He is now using the smaller drain. He said that he used 9 drains from 7/18-7/24 and only had issues with the two that were reported. The report for 4 complaints should be taken to 2 since he only experienced two issues this represents patient 3. (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. He did hear a rumor that one of the charge nurses had the same issue but were able to fish it out of the patient after it came apart. I have not been able to confirm this statement with anyone in the or. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not received, d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: one procedure device and unknown number of sterile samples returning. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Specific spinal procedure name? Date of procedure? Date of event where product had an issue? Please describe the issue ¿ as the y connector is ¿outside the body of the patient¿ and can be typically addressed without surgery?? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Was a 2nd procedure performed or scheduled to remove a piece of drain left in the patient? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product lot? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown spinal procedure on an unknown date in 2024 and a drain was used. Post op, the drain came apart at the y junction prematurely. Patient needed to be returned to the or to remove the drain. No further information was provided. Additional information has been requested.